Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return after inserting new batteries. The customer stated that the batteries were placed correctly but the display did not return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display after battery insertion due to battery harness connector not plugged in properly to electrical board. Device passed sleep current measurement, active current measurement and self test. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.